Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during the implant surgery he attempted to interrogate the generator and the tablet presented with an error message. The physician performed troubleshooting which included moving the serial cable. After the serial cable's position was changed several times the physician was able to successfully interrogate. The physician did not have any further issues with the programming system during the procedure. The physician was provided a new serial cable and his programming was evaluated by a company representative. No issues were observed at that time. The faulty serial cable has not been received for analysis to date.